Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided on a supplemental report. Same pt event as MDR 9610622-2008-00251.

Event description:
It was reported in 2008, a woman had a nail implanted. On x-ray, the nail and locking screw were found broken. The broken nail was retrieved, but part of the locking screw could not be removed.